Event description:
It was later reported that there was a catheter malfunction. The patient experienced increased pain. A dye study and revision was done. The device system was used to deliver dilaudid 400mg/ml at 6.822/day.

Event description:
It was reported that the hcp was unable to withdraw more than 0.1ml of fluid during a catheter dye study so was not comfortable pushing contrast through. The catheter was not re-primed. The catheter was followed from the pump up to the tip and nothing suspicious was seen. The patient was being referred for a catheter replacement.

Event description:
It was reported that the patient had a catheter replacement and other complications in the past. The following information is a separate event and was previously reported in manufacturer¿s report #3004209178-2013-10256: [it was reported that the hcp was unable to withdraw more than 0.1ml of fluid during a catheter dye study so was not comfortable pushing contrast through. The catheter was not re-primed. The catheter was followed from the pump up to the tip and nothing suspicious was seen. The patient was being referred for a catheter replacement.]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).